Event description:
The customer reported tempus pro unit was unable to see an EKG 4 lead and cables were switched out in an attempt to correct this with no luck. The service engineer confirmed the complaint that unit ECG will intermittently not read correctly. Upon device inspection, it was found the issue was with ECG board. To correct the issue ECG board was replaced. Calibrated nbp, co2, and touch screen. Device functions are working correctly.